Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture and loss of sensing. The physician elected to replace the rv lead during procedure. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events of loss of capture and loss of sensing were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for procedure damage. Electrical testing was normal.